Manufacturer narrative:
(B)(4).

Event description:
Anchor was broken during rotator cuff repair. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint said ¿the anchor was broken during rotator cuff repair¿. The anchor was returned. The anchor is shattered and into two pieces. The anchor condition is representative of force applied. Per the device IFU: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface.¿ and ¿excessive force during insertion can cause failure of the suture anchor or insertion device¿. One strand of poly suture was returned. The shaft is straight. The distal inner tip is straight and spins concentrically. A functional evaluation was performed and the torque limiter functioned as intended. Audible click was heard with advancement. There were no relevant clinical details provided such as size and method of tap or tunnel, patient bone quality. The determination is based upon physical condition of the anchor. No root cause related to the manufacturing of this device can be established. No further investigation warranted.